Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the battery would discharge over the course of 6.5 to 7 hours. Additionally, log file analysis revealed a usage pattern of exchanging and recharging batteries before they discharged below the 25% rsoc threshold. Analysis of the device revealed that the device failed tomeet specifications; the device passed visual examination but failed functional testing due to a high max error, indicative of a unit that is out of calibration. A modified testing method was performed which successfully reset the max error of the battery to 1%. The reported loss of charge after 20 minutes could not be duplicated at the bench level or through log file analysis. The most likely root cause of the high max error can be attributed to a use pattern involving the exchange and recharge of batteries before reaching 25% rsoc. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery stopped providing power after 20 minutes of being in use. The device was exchanged with no reported patient consequences. No further information was provided.